Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 255 mg/dl. The caller stated that the insulin pump had gone through troubleshooting a few days prior, and the device was deemed to be working as designed. The caller stated that the infusion set was being inserted into the buttocks area. She stated that after an infusion set change, it would work for a few hours, but she would have high blood glucose later. She noted that she would change the infusion set and the reservoir, but the issue would persist. She reported that every time she had high blood glucose, it was after she received the no delivery alarm. Nothing further reported.